Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional field information, arthrex concluded that the allegation of a broken needle was caused by user error. This includes striking bone or applying excessive force when attempting to pass the needle through fibrous or calcified tissue, as noted in the directions for use. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The complaint allegation was confirmed based on the customer's attached picture, which displays a needle with the tip broken off.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/15/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n scorpion¿ needle tip broke off. This occurred during a case on (B)(6) 2025 when passing the knee scorpion needle with suture through the tibial spine, the needle tip broke at the notch. There was no additional information provided, and additional information has been requested.